Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
On (B)(6) 2013 it was reported that the patient underwent a full revision surgery that day due to a lead break and battery depletion. The products were returned to the manufacturer for product analysis on (B)(6) 2013. The return product form stated that the devices were explanted due to "malfunctioning battery and broken lead". The device was disabled after high impedance observed and product analysis confirmed no anomalies with generator. Generator was received at disabled condition as reported. It is evident that "malfunctioning battery" is in reference to high impedance. Product analysis was completed on the explanted lead and generator. Product analysis confirmed opening of outer and both inner tubing sections in adjacent areas of the lead, exposing conductive quadfilar coils; cause may be wear related. The electrodes were not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. The abraded openings found on the outer and inner silicone tubes, most likely provided the leakage path for what appeared to be remnants of dried body fluids found inside the outer and inner silicone tubes. With the exception of the abraded inner tubing openings, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted except for the sets of setscrew marks found near the end of the connector pin indicating the lead had not been fully inserted into the cavity of the generator at one time. Additional setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no discontinuities were identified. Results of diagnostic testing on the generator in product analysis indicated that the battery status indicated ifi=no in the pa lab. The battery voltage was 2.964 volts (not at ifi) as measured during completion of the final electrical test. Electrical test results showed that the pulse generator performed according to functional specifications. There were no adverse functional, mechanical, or visual issues identified with the returned generator. Review of the lead device history records confirmed all quality tests were passed prior to distribution.

Event description:
It was reported by the pt's physician that high impedance was observed during a clinical visit. Additional info was received indicating that the device has since been disabled. System diagnostics performed on (B)(6) 2010 indicate that the lead impedance was normal at 1839 ohms; however, current diagnostic results are unavailable. F/u with the physician revealed that trauma or manipulation is not suspected. X-rays have not been performed, and there are currently no plans for the pt to undergo revision surgery.